Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler with liberty cycler set and the patient¿s hospitalization for fungal peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of peritonitis was not determined, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler with liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
A peritoneal dialysis registered nurse ([pd]rn) reported to fresenius customer service that a pd patient was in the hospital due to a dialysis related issue. Additional information was obtained through follow-up with the pdrn. The patient was admitted to the hospital on (B)(6) 2026 with symptoms of confusion. The patient had pd culture obtained at the hospital which resulted positive for candida (yeast). The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intravenous (IV) anti-fungal therapy (drug, dose, frequency, and duration not provided). The patient underwent a pd catheter (not a fresenius product) removal and transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2026 and continues in-center hd. The cause of the peritonitis was not determined, however; the patient was traveling prior to the hospitalization, and the spouse is the patient¿s caregiver. The pdrn stated there could have been a breach in aseptic technique.